Event description:
It was reported to philips that there was an mcs monitor issue during use on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repaired the monitor, hose for the c-arm, and geomodule protector, system fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).